Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. All of electrical parameters are in range. No intervention was performed at this time, the patient will be monitored.

Event description:
Additional information was received indicating the right ventricular lead was capped and replaced on 16 april 2018 to resolve the event and all electrical measurements were in range. The patient was stable.